Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and h6. The device was not returned for evaluation as it was remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints valve calcification was confirmed based on the provided imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing edwards technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints of valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''a patient with a 26mm sapien 3 valve, expired approximately 4 years and 3 months post tavr procedure. The cause of death was cardiac arrest caused by critical aortic stenosis.'' Per imagery review, patient had calcified thickened leaflets. Per medical record, patient had diabetes and end stage renal disease (esrd) (on hemodialysis). It is well known that patients with diabetes and renal disease are predisposed to bioprosthetic heart valve calcification. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of calcified/thickened leaflets, resulting in stenosis, central regurgitation and increased gradients. As such, available information suggests that patient factors (diabetes, esrd) may have contributed to the reported event and subsequent patient death. Technical summary is applicable to this complaint because valve calcification was likely due to patient conditions. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Additional image review from tee reports prior to the procedure showed that the thv leaflets are thickened, stenotic and hypomobile. Ava is ~ 0.5cm2 by planimetry. This correlates with the spectral doppler and mean gradient of 37mmhg (by tee). There is also trace central ai. Judging by the brightness and thickness of the leaflets, they are calcific.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device remained implanted.

Event description:
Edwards received notification from a field clinical specialist. As reported, a patient with a 26mm sapien 3 valve, expired approximately 4 years and 3 months post initial tavr procedure. The cause of death was cardiac arrest caused by critical aortic valve stenosis. Per the medical records, the patient presented to the emergency department with shortness of breath, chest pain and elevated troponin. The patient underwent cardiac catheterization with no significant cad and tte with findings consistent with severe aortic valve restenosis. It was planned for the patient to undergo valve-in-valve workup. The patient commenced on IV heparin. The patient expired before treatment could be performed. Most recent tte showed that the tavr valve had severe stenosis with peak/mean gradient of 122/60 mmhg, ava of 0.56 cm2, and lvef 30%.